Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. On an unspecified date (during the same month of peritonitis onset) the patient was treated with unspecified intravenous (IV) antibiotics. The cause of the peritonitis was unknown. It was reported the patient recovered from this peritonitis event (on an unreported date during the same month of peritonitis onset). No additional information is available.